Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector end of the lead was returned. The lead was cut 5.7 cm from the connector pin via surgical removal. A full breach insulation degradation exposing the outer coil was noted adjacent to the connector boot at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.